Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to the implant being loose, and an infection. All items were taken out, no items were put back in. This is a revision of a revision from (B)(4).